Event description:
It was reported to medtronic neurosurgery that the device was malfunctioning. According to the report the doctor reset the device and it had failed again. It was reported the device was changing performance levels without any known magnetic interference. The device was explanted on (B)(6) 2015. Reportedly, the patient is doing well after the surgery.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, and pre-implantation testing. It did not meet the requirements for leak testing due to a tear in the bottom of the delta chamber. It is unknown how or when this damaged occurred. The instructions for use caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it also did not meet the requirements for reflux testing. There was proteinaceous debris observed in the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The instructions for use that accompany the device also caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.